Event description:
A report of a fractured stent was received during an academic conference of interventional cardiology. The stent showed a delayed stent fracture. Further details are unk. Additional info will be submitted 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.